Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (caused damage) appears to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
This is filed to report a device damaging another. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with posterior leaflet prolapse and a dilated left atrium. The first clip was implanted with no reported issue. To further reduce mr, a second clip was implanted lateral to the first clip. Against the recommendation, the physician decided to implant a third clip for further stabilization due to the huge prolapse. During grasping, the clip got entangled with the second clip, which led to single leaflet device attachment (slda) of the second clip, detaching from the anterior leaflet. The third clip was implanted to stabilize the second clip. Mr was reduced to grade 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in event is filed under separate medwatch report.